Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient does not feel her stimulation, and her symptoms returned. She had no incident or accident that occurred. The patient phoned the rep yesterday and rep assisted her to increase the stimulation. She felt her stimulation on 0.35v when they switched her on after surgery, now we go up with the volts till the system blocks the stimulation to go higher. Yesterday rep tried to assist her on the phone but she went up with stimulation till the system blocked to go higher ((B)(6) 2022). Made an appointment for today to troubleshoot in person ((B)(6) 2022). Did an impedance check - no impedance was detected - all the electrodes was green. Tried to use single electrodes with case but had to go up till blocked with no response. She did feel slight stimulation on case and 3 at 7 volts. No solution was reached. Rep informed the surgeon and discussed the situation. The hcp was asked to perform an x-ray which confirmed the lead had migrated. Surgical intervention was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2htt4, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated that the lead replacement did take place and the issue is resolved. The patient is doing well.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2htt4 serial# implanted: (B)(6) 2022, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2htt4 serial# implanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated is scheduled for a lead replacement on the (B)(6) 2022. The device was not returned, the lead and battery is still in the patient, the lead will be explanted when the lead revision is done, the 3058 battery will stay in the patient. The device is switched off, but still in the patient. The lead seems indeed displaced compared to the sacral nerve area that is expected to be stimulated. The electrode also seems bent. The representative do not have an image of the lead placement, but the patient felt her stimulation on about 0.35 v after the 2nd phase in the correct position. A replacement date is set for the 29th of august, and they will send the lead for analysis after the lead was removed and replaced.